Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing red heart alarms on the system controller. Analysis of the historical log file showed low voltage hazard alarms captured resulting in red heart alarms and low speed events. At the time, the hospital reported that the system's controller would be exchanged and the patient would continue to be monitored pending further evaluation of the percutaneous lead (driveline) by the manufacturer. During the on-site visit by the manufacturer's technical services team member, the driveline failed continuity testing and phase 2 appeared to be disrupted. The phase interrupter test indicated that the brown inner wire was no longer supporting pump operation. The hospital staff was made aware. Further review of x-rays indicated that there may be separation near pump end bend relief. New x-ray images of the driveline appeared to confirm the shielding was retracting slightly from the pump; however, the location of the compromised inner wire could not be seen. A decision was subsequently made to the hospital to exchange the patient's pump.

Manufacturer narrative:
The pump was successfully exchanged and the patient continues on lvad support. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. The attached user facility report (B)(4) was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.